Event description:
The pt complained six months ago that she was not hearing. She had reportedly fallen on concrete and had hit her head on the implant side. The possibility of a CT scan and an integrity test are being explored. The pt will likely not undergo any explantation or re-implantation surgery.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.